Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to product performance anomaly. A new lead with a different model was successfully implanted. No additional adverse patient effects were reported. Additional information indicates that the right atrial (ra) lead has exhibited noise since the new device was implanted, which is indicative of a pacemaker exit block. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to product performance anomaly. A new lead with a different model was successfully implanted. No additional adverse patient effects were reported.